Manufacturer narrative:
Exact date of onset unknown. Reported as 1 week after procedure on (B)(6) 2017. The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. Hyphema, iop elevation, and vision decrease are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that an istent case was aborted due to bleeding and poor visibility. One week postoperatively, the patient presented with blood in the anterior and posterior chambers, and three large clots that were still resolving. The surgeon reported that the patient has persistent hand motion vision and that the intraocular pressure (iop) has been very difficult to control on max drops and diamox.